Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bicuspid valve, after the valve was released from the delivery catheter system (dcs), the valve would not fully expand due to the bicuspid valve. A balloon aortic valvuloplasty (bav) was performed with a 26-mm balloon. Following the bav, the blood pressure dropped, and a pericardial effusion was reported caused by the bav. Cardiopulmonary resuscitation (CPR) was performed, however, the patient subsequently died.